Event description:
It was reported by the rep the device was used during a bowel procedure on either the 3rd or 4th of june. The rep was told by the or director a pt is very ill as a result of an ees stapler. What the rep was told is that the ax55 was used across the rectum or bowel (not sure), and apparently the stapler only laid down 1 row of staples on a cancerous bowel. The bowel contents spilled into abdominal cavity, presumably seeding cancer cells into cavity. Pt is now septic and is not expected to live. Rep was also told the device was discarded, but rep went to "qa" and was given an ax55 which is presumed to have been used in this case. Not sure at the time of this report whether ax55b or g. Received fax with following updated info: 2 surgeons were working together on a 39 yr. Old female pt with liver cancer and 2 masses in her colon. One surgeon did the colon resection and another did a resection of 75% of her liver. The surgeon fired an ax55b about 5 to 6 cm above the anal verge. The ax55b fired, but failed to hold the bowel in approx. A second ax55 was fired and the tissue was divided. Later in the case, the surgeon was ready to fire an "eea." The anvil and instrument were placed together. The surgeon was dialing down the instrument to close then fire, but the anvil fell off. The surgeon stated that this might have simply been due to his assistant who put the anvil on the instrument. This created a problem because there was already a hole in the rectum where the trocar came through. They could not find the hole in the rectum where the trocar came through due to the tight space they were working in. The surgeon decided to try to fire the instrument again and hoped that the small hole would be taken with the firing of the "ecs." The surgeon was closing the "ecs" until it almost came together, but then it would not move. He was unable to get the instrument dialed down enough to fire. He was now concerned with how to get the instrument out of the pt. He also stated that at this point he was frustrated. He took a pair of pliers and cranked down on the knob of the "ecs," which then broke the instrument. He took the purse string out of the small intestine. He removed the "ecs." At this point there was now a large hole in the rectum. He decided not to try anything else at this time and therefore prepared the pt for an ileostomy.